Event description:
A customer contacted beckman coulter regarding erroneously elevated accu tnl result from a single pt that was generated by the access 2 instrument. The elevated accu tnl result was 1.05ng/ml and was reported out of the lab. A physician questioned the result and customer retested the original pt sample for an accu tnl;the result was 0.03ng/ml. The customer next ran qc, which recovered within specifications. The customer then re-tested the original pt sample for an accu tnl;the result was 0.03ng/ml. The corrected report was issued. The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to pt treatment attributed to this event.